Event description:
During a hip arthroscopy the tip broke off. The surgeon was suturing when the tip broke off. It was not noticed until the instrument was handed to the scrub tech. The surgeon retrieved the broken tip, which caused a delay of one-hour. Sales rep. Stated that the surgeon has been using the arthropierce in hip surgery for about 1-1/2 years with great success. Reporter also reports that a back-up device was available to complete the suturing. No patient injury or complications resulted.